Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; five devices had broken/damaged components, 12 devices had worn components, and one device had an alignment issue. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or wouldn't engage. There was no patient involvement.